Manufacturer narrative:
The device was returned and evaluated by olympus. As noted in b5, there was foreign material present on the c-cover and the unit was producing a noisy image. A definitive root cause could not be identified. However, based on the results of the investigation and the condition of the returned device, it is believed that prolonged fatigue ultimately leading to an electrical component failure caused the poor-quality image. However, no definitive root cause could be established for the presence of foreign material. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
It was discovered during the device evaluation, the olympus lucera gastrointestinal videoscope had foreign material present on the c-cover, and was producing a noisy image. There was no patient involvement during this event.